Event description:
It was reported that customer experienced minimum fill notification when attempting to load cartridge, despite having sufficient usable insulin. There was no adverse impact to the customer's blood glucose level. Customer removed pump from case, cleaned pneumatic area as instructed, and reloaded same cartridge without success, after which technical support guided customer through properly filling and loading new cartridge, and issue was resolved when cartridge was successfully loaded and insulin delivery was resumed.